Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink continu-flo solution set was separated from the injection port. This was noted during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and it was noted that the tubing was separated from the y-site. It was also noted during visual inspection that there was a lack of solvent application where the tubing is inserted into the y-site. Dimensional testing was also performed and there were no deviations noted. The reported condition was verified. The cause of the reported condition was due to the incorrect assembly in the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.